Manufacturer narrative:
Additional information has been added, which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test and self test. Pump passed, the basic occlusion test at 4.5 lbs. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered no delivery alarms on the event date of (B)(6) 2024 at 09:10:00.000, 09:16:46.000, 09:20:01.000, 09:24:53.000, 09:29:57.000, 09:35:14.000, 09:53:04.000, during bolus at 09:13:24.000, 09:43:30.000, 09:53:52.000 and 09:54:59.000, during priming. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. Force sensor zero offset within specifications (23.538 mv). The following were also noted, during visual inspection: battery cap contact damaged, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. No delivery/occlusion alarm was not confirmed, during testing. Battery cap contact damaged was confirmed, during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-397a and mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. Mmt-1880 was requested and the customer response was the device will be returned.